Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had the image not appear. The issue occurred during preparation for use for a therapeutic procedure that was completed with same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. There was scope communication errors b30 and 216 identified due to a defective charged coupled device (ccd) dirt was found on the electrical contacts of the video connector plug. Also the evaluation noted the bending section cover is scratched, the adhesive of the bending section cover is chipped, scratch to the video connector, worn angle wire causing up angulation to be out of standard value, a device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. However, it is likely that the following led to the b30 and 216 error malfunctions: damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. This issue is addressed in the instructions for use (IFU): "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.